Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. The sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during our testing. The insulin flow blocked alarm functioned properly during basic occlusion and occlusion test. The insulin pump was received with scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had consistent insulin flow block alarms during bolus. Customer's blood glucose was 4.0 mmol/l. The customer tried different sets/lots or cannula lengths. Customer stated that the insulin is not expired or denatured. Customer stated that the sites are rotated. Customer stated that the tubing is not bent or kinked. Customer insisted on replacing the pump. Customer was asked verbally and in written form to return the pump for analysis.